Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a shaft kink and removal difficulties occurred. The lesion being treated was in the circumflex (cx) coronary artery. According to the customer, " the [6f runway guide] catheter became kinked inside of the pt and caused it to become stuck in the femoral artery and it had to be removed with force." The procedure was successfully completed with a different device. No pt complications were reported. Pt status is reported as "okay."